Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death. A reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.